Event description:
It was reported that the right ventricular (rv) lead was sensing noise and sometimes it is not sensing all the noise and not pacing. Sometimes the noise detection is causing reversion pacing. No intervention was done for the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(6).